Event description:
It was reported that the pump declared an altitude alarm, and during troubleshooting, a cartridge change error occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to clean the speaker holes, remove obstructions, and replace the cartridge, which allowed them to resume insulin delivery after loading a new cartridge.